Event description:
It was reported that prior to the centrimag system being connected to a patient, the beeping sound commenced while no one was touching the console or the motor. The pump then stopped. The centrimag system was swapped out, and there was no affect to patient treatment.

Manufacturer narrative:
Additional MFR #: 3003306248-2022-10700. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an alarm and the pump stopping was not confirmed. The centrimag motor was not returned for analysis. Additional provided information communicated on 06jul2022 stated that the motor serial number is not available. The root cause for the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms. No further information was provided. The manufacturer is closing the file on this event.